Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of the product photograph provided. The drill was not returned for investigation; a photo was provided and the drill was clearly fractured near the area where the fluted section begins. The complaint is confirmed. DHR was reviewed and no discrepancies were found. Investigation results concluded that the reported event was due to excessive force being applied during use, beyond what the instrument was designed to encounter. There are no indications of manufacturing defects. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. The IFU for this product (IFU for twist drill (01-50-1260)_reve) states in the section titled 'warnings and precautions': intraoperative fracture or breaking of twist drills has been reported. The manufacturer's instructions for the hand piece must be followed while using the twist drill. The maximum recommended speed is 40,000 rpm in order to avoid failures such as breakage of the twist drill. Insure drill is fully seated in handpiece prior to use. Twist drill should not be revved prior to contact with bone. Excessive force may cause unusual stress conditions and result in breakage or fracture of the device.

Manufacturer narrative:
(B)(4). Concomitant medical product - unknown biomet microfixation driver, catalog #: ni, lot #: ni. The user facility is foreign; therefore a facility medwatch report will not be available. Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the new drill bit fractured after drilling greater than 20 holes during an operation for a patient who experienced trauma. There was no patient injury but this issue did delay the surgery approximately half an hour or so as the surgeon had to remove the broken part from the patient and needed to get a new drill bit to complete the procedure. No additional patient consequences were reported.